Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.